Event description:
Reference number (B)(4). Event occurred in the united states. On 21-may-2024, it was reported that the patient went emergency room due to infusion set kinked cannula. Patient's blood glucose at the time of issue was reported was high. Patient took correction bolus via multi daily injections to address high bg. Patient was treated via saline and insulin. Patient had moderate ketones. Infusion set was in use for several hours. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.